Event description:
Patient reported that she was unable to get her infusion device to bolus due to receiving 04 (occlusion) alerts. The patient stated that the infusion device would give the basal insulin delivery, but would occlude when trying to administer a bolus. The patient could not clear the occlusion; therefore, she went to the hospital and her blood glucose elevated to "hi" (typically greater than 600 mg/dl) on a blood glucose meter. The patient was in the hospital fro 3 days. The patient was in dka and was put on an insulin IV drip to help decrease her blood glucose level. The patient reported symptoms of dehydration and was over heated with her elevated blood glucose. The patient removed her infusion device prior to going into the hospital and utilized injection therapy. The patient is alleging that the infusion device malfunctioned because she could not clear the 04 alerts. The product has been requested to be returned for evaluation.